Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of loss of prime warning with low non-zero force. On investigation, the pump was successfully exercised for 24 hours without loss of prime duplicated. The force sensor was evaluated and determined that the calibration was out of specifications; resistance rating was within specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime issue (loss of prime). There was no reported allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.